Event description:
In 2006, a gore excluder aaa endoprosthesis contralateral leg component was implanted in a patient. A reintervention took place in 2007, where a second contralateral leg component was implanted in the patient. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.